Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel 450c silicone, breast implants which patient reported the following: exhaustion, sleeping all day, tired, chronic back pain, brain fog, vision problems, food sensitivity, migraines, face inflammation, poor circulation, swelling in fingers and feet, reaction to medication you never had before, allergic to hair now, bloating in stomach, anxiety, ringing of ears and fluid, joint pain, chemical sensitivity, insomnia, exercise intolerance, muscle spasms everywhere; hands, wrist, legs eyes, dry and burning eyes, early menopause at (B)(6), heart palpitations, cold and heat intolerance, numbing of arms, legs, feet & side of face. These issues occurred bilaterally and after the implantation. These issues has not been confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.